Manufacturer narrative:
Patient height: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from a nurse reporting that the flexi-seal fecal management system kit displaced from its original position. During reinsertion while the balloon was being re-inflated, the inflation port broke. Photos provided by the reporter show the inflation port detached from the inflation line of the product. The reporter stated the failure did not affect the patient's body and that the device was removed and is not available for return.

Manufacturer narrative:
The original equipment manufacturer (OEM) reviewed the records for lot no. 14fm0005 and found no exceptions or discrepancies. (B)(4) retention samples from this lot were also reviewed: the appearance of the balloon, catheter body, and valve function were normal. No broken tubes or separations at the joints were found. A total of (B)(4) pieces across (B)(4) lots ((B)(4) of which was a retention unit from lot 14fm005 including (B)(4) associated returned units from the same lot) were tested for tensile strength in the reverse direction (which has the stronger destructive force) on the test jig and fixture pulling the unit apart at 300mm/minute until the port separated from the catheter. The resulting tensile force of the previously unbroken ports was measured between (B)(6) and (B)(6) kg. (Minimum accepted tensile force is (B)(6) kg.) (B)(4) break point types were noted; details are provided in the report from fortune medical. No sample has been received. No previous investigations are available. After review of the returned product and detailed batch review, no discrepancies (including non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).